Event description:
It was reported that during implant attempt, the first lead attempted was wedged in several distal branches, and there was either phrenic stimulation or high thresholds. The lead was not used. The second lead attempted was placed in a vessel too large to maintain stability. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however there was blood/body fluid on all conductors (not obstructed) and there was blood/body fluid on the distal conductor (not obstructed); full lead returned and analyzed. (B)(4): no anomalies found, however the outer insulation was damaged, and there was blood/body fluid on the distal conductor (not obstructed); full lead returned and analyzed.